Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to a third-party service center for evaluation of a reported oxygen pressure low issue. There was no harm or injury was reported. During device evaluation, the issue of oxygen low pressure and service required alarm was replicated when the device was switched on. The error logs were downloaded, and error code e-344 was noted in the logs representing the oxygen blending module (obm) oxygen flow sensor failed, and the obm air flow sensor failed. The obm printed circuit board assembly was replaced in the device and was sent for final testing. Additional findings not related to the malfunction/issue: the device handle required replacement due to cosmetic damage. A final report is being submitted. If new information becomes available following the completion of the device final testing that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.